Event description:
Pt reported that smartplugs were inserted in lower lids on (B)(6) 2003. Starting (B)(6) 2007, pt started having bloody mucus discharge in left eye. Dr treated pt with lotemax and switched to trobradex drops and later ointment. Dr was unsure of the presence of the plug. Pt went to a new dr, who continued antibiotic treatment and performed cultures. Second dr sent pt to third dr, oculoplastic surgeon, who diagnosed the pt as having blocked puncta. On (B)(6), tissue was growing out of the puncta and it was cut. On (B)(6), in a f/u visit, the tissue was still growing (granuloma) and had to be cut off again before removing the smartplug. On (B)(6), the right eye was treated for removal of the smartplug by means of mechanical probing. The pt described the procedures as being very painful and believes that the smartplugs were defective. From the mfg records we can conclude that the device in question was sterile, and non pyrogenic. This is evidenced by the fact that pt had the device implanted for over 4 years with no signs of infection or pyrogenic reaction.

Manufacturer narrative:
From the pt narrative, we can conclude several things. The pt was treated with two antibiotics without success and even though a culture was performed, the antibiotic treatment was not changed to an antibiotic targeting a specific pathogen. As the pt moved from dr to dr the infection was never controlled and several attempts were made to remove the plug by irrigation event though it is widely known and published that irrigation under infection is much more difficult to perform because of the swollen canaliculi. The formation of the granuloma, a benign growth sometimes with trauma, could have been induced by removal attempts under infectious conditions. (B)(4). The difficulty in plug removal by irrigation could have been due to the presence of the infection and not to a product malfunction. The intent of the product was to block the canaliculi and it did. Difficulty of removal is not a malfunction as the product has no specific performance attributes in order to be removed. As of today the smartplugs have been removed and no longer present a risk to the pt. This case is closed and no add'l info can be expected.